Event description:
It was reported that a patient experienced peritonitis and subsequently passed away due to sepsis coincident with automated peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. Treatment for the peritonitis was not reported. Subsequently, on an unreported date, the patient experienced sepsis. The cause of the sepsis was not reported. On an unreported date, the patient was hospitalized for the sepsis. Treatment for the sepsis was not reported. The patient died in the hospital due to sepsis. It was not reported if the patient recovered from the peritonitis prior to death. It was not reported if dianeal therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient experienced peritonitis and was hospitalized for the event on an unreported date in (B)(6) (not further specified). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.